Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the surgeon side console (ssc) touchpad and a damaged optic fiber cable. The system was tested and verified as ready for use. The affected optic fiber cable involved with this complaint was a field scrap item and will not be returning to isi for further investigation. Additionally, isi has received the touchpad for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the procedure date of (B)(6) 2022 using system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to non-recoverable error 40067. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the customer informed the technical support engineer (tse) that the system cable was accidently unplugged. The tse had the customer reseat the system cable and restart the system. The system was ready to use at this time. After, the customer called back and informed the tse that non-recoverable error 40067 occurred. The customer rebooted the system twice, but the issue persisted. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system without any errors. There was no harm to the patient and no post-operative complication. Tip-up fenestrated grasper (tufg), fenestrated bipolar forceps (fbf), monopolar curved scissors (mcs) were being used when the issue occurred. These three instruments could not be removed from the arms due to the error. The instruments were inspected prior to use. It was unknown if there was any damage to the instruments. The surgeon believed non-recoverable error was the cause of the reported event. The instrument release kit (irk) successfully opened the jaws and released the tissue. There was no bleeding or tissue damage. Isi received the touchscreen involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. When reviewing the remote error logs, there were several errors 307 with p1 value of 57, which meant that a node configured to be present stopped responding, and after initially been seen at startup, it disappeared - touchpad controller. The touchscreen was installed on the printed circuit assembly (pca) system. Programming had no issues. The unit was calibrated successfully, and all the touch function tested and passed. The system was booted up in normal mode and let idle for 10 minutes. The system was then power cycled system 30 times, and no errors occurred. However, the touch function on the top of the screen was not performed good with the pressured on the armrest. The unit will be sent to original equipment manufacturer (OEM) to replace the touch controller for precaution and check for the loctite contamination. A root cause of the reported failure was attributed to a component failure.